Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and performed the subtraction feature by using wireless footswitch several times as it was reported that subtraction feature was not working. The fse was unable to confirm the reported issue and the system was found to be working as intended. No service has been performed by philips as no failure was identified. To date, no further information was received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch was not working. There was no reported patient or user harm. Philips has started an investigation of this complaint.